Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Per results of investigation, carefusion service technician verified leak and found additional issue with lap top ventilator 1200. The unit failed general checkout at oxygen enrichment, measured value 39.71% when minimum specification is 55.0%. The service technician replaced oxygen blender re-ran unit through oxygen enrichment and unit passed.

Event description:
The customer reported model lap top ventilator 1200 failed leak test. During final check out of that service, the oxygen blender failed final specifications. As this issue was discovered during service, there was no patient involvement or allegation of patient harm.